Event description:
It was reported to philips that the customer was unable to perform fluoroscopy and exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary diagnosis procedure was performed when the issue happened, and the procedure was completed as by using another system. The philips remote service engineer (rse) inspected the system remotely and confirmed customer was unable to perform fluoroscopy and exposure. The philips field service engineer (fse) visited onsite on another case and after troubleshooting confirmed the cause of the problem was an image disk error. Fse replaced the image disk. The fse recreated the image disk and cleaned the ippc and host pc. After image disk replacement, the system was returned to use in good working. The codes were updated based on the investigation outcome.